Manufacturer narrative:
The reported complaint was confirmed. The subsidiary service technician replaced the latch. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Component code: 1030 - latch , 3035 - bubble detector, 510 - sensor.

Event description:
It was reported that during preventive maintenance (pm) of the device, the latch on the air sensor was broken. There was no patient involvement.